Event description:
Info received indicates, the brake steer function is not working properly. The brake caster wheels will hold but the casters would ratchet and the steer was not functioning.

Manufacturer narrative:
The tech found the casters and the brake system was worn. He replaced the four casters and the worn components in the brake system to repair the stretcher.